Event description:
Opening the abdominal wall the bovi was in use. Pacing rate went to 128 bpm. Discontinued pacing, heart rate went back to normal. They had noticed this occurence on other occasions, but no details available.